Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient is deceased. The patient's rep stated the implantable cardioverter defibrillator (ICD) "hit" the patient two times, and that the ICD "wasn't keeping [the patient's] heart going so they had to shock [the patient] with the paddles". The patient's representative later reported that the ICD "shocked the patient three times but was unsuccessful, then external defibrillation was tried", and inquired "if something was wrong with the device".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported from follow-up with the patient's cardiologist that the cause of death was a lethal cardiac arrhythmia secondary to ischemic dilated cardiomyopathy. The follow-up response also indicated the device system was functioning appropriately at the time and did not cause or contribute to the patient's death, and a post-mortem transmission showed no device or lead performance issues. The transmission also confirmed that therapies were delivered, and the follow-up response confirmed high-voltage therapies were delivered appropriately and as programmed.